Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f, the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water cooling malfunction. Per review of wo on 21nov2025, there was no patient involvement. Per sample evaluation results received via task on 11dec2025, it was reported that the chiller contributing to the cooling issue.

Manufacturer narrative:
The reported issue is confirmed. The root cause is a failed chiller. The device was evaluated upon receipt. There was an alarm 113 for reduced water temperature control. The chiller was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions can be taken. Correction: d,f,h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water cooling malfunction. Per review of wo on 21nov2025, there was no patient involvement. Per sample evaluation results received via task on 11dec2025, it was reported that the chiller contributing to the cooling issue.